Event description:
It was reported that a pump did not start despite being plugged in for more than two hours using two different cables. There was no reported impact on the customer's blood glucose level. A replacement pump with the serial number 1404044 was sent to the customer, who is expected to return the malfunctioning device. No additional information was received regarding the outcome of the event.